Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient had an allergy. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was experiencing itchiness due to the allergic reaction to the implant. Physician believed that the allergic reaction was device related. No device malfunction was suspected. No further course of action will be taken. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had an allergy. The patient underwent an explant procedure.